Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, this pacemaker along with a 4471 lead were intended for a left bundle branch placement. However, the pacemaker was unable to deliver brady pacing. The device was set to asynchronous ventricular pacing at 70 pulses per minute, with normal thresholds and impedances measured in bipolar mode. It was suspected that the cause of pacing inhibition was due to external interference; therefore, the physician elected to exchange the pacemaker for a resynchronization therapy pacemaker and implant a 7842 lead in the right ventricle. The procedure was successfully completed with no patient complications reported. The device was returned for analysis.

Event description:
It was reported that during the implant procedure, this pacemaker along with a 4471 lead were intended for a left bundle branch placement. However, the pacemaker was unable to deliver brady pacing. The device was set to asynchronous ventricular pacing at 70 pulses per minute, with normal thresholds and impedances measured in bipolar mode. It was suspected that the cause of pacing inhibition was due to external interference; therefore, the physician elected to exchange the pacemaker for a resynchronization therapy pacemaker and implant a 7842 lead in the right ventricle. The procedure was successfully completed with no patient complications reported. This device is expected to be returned.